Manufacturer narrative:
Device was not returned for analysis of complaint that the pump had alarmed air in line. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed air in line. The pump had been stopped. The settings had been reviewed, and the clamp had been closed. An attempt had been made to remove the cassette, but it had been locked in place. The pump had been powered on, and an attempt had been made to start it; however, the alarm had persisted. He had stated that the bag of medication was empty. The administered amount had been reviewed¿213ml since (B)(6) 2025. The label had been examined, indicating a total volume of 250ml, a rate of 5.43ml/hr, over 46 hours. He had been advised to call the clinic when it opened for further instructions. The reservoir volume had been 36.4ml, with a rate of 5.4ml/hr, and a total of 213ml had been given. The patient had not been affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.